Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported cable break could not be determined. The mechanical issue of loss of tip deflection, was a result of the cable break. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the inability to straighten the steerable guide catheter (sgc) and suspected cable break. It was reported that prior to use when turning the +/- knob of the sgc, in the negative direction, the sgc tip did not straighten out. A cable break was suspected. The sgc was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.